Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery (sfa). The 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mm x 4cm non bsc balloon catheter. No patient complications were reported and the patient's condition was good.